Manufacturer narrative:
(B)(4). There was no reported device malfunction. It is indicated that the device is not returning for evaluation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with heavy tortuosity and heavy calcification, pre-dilatation was performed with an unspecified balloon catheter. A 2.75x18 mm rx xience xpedition stent delivery system was advanced without resistance and deployed; however, a dissection occurred. Another xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.